Event description:
It was reported that an asymptomatic patient was presented in the clinic for a routine follow-up, and the right atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.